Manufacturer narrative:
An event regarding revision of an unknown series 1 acetabular construct due to liner wear was reported. The reported event did not allege any deficiency of the subject acetabular shell. It was indicated the revision occured due to wear of the acetabular liner. There is no indication that the product reported in this investigation contributed to the event and it is therefore considered concomitant. No further investigation is required at this time.

Event description:
It was reported that the doctor removed a 60mm series I cup and replaced it with a (B)(4) cup, liner, & head. The doctor used a (B)(4) 12 x 14 modular sleeve over a stryker stem to use the (B)(4) head. This information was reported to the stryker sales rep by the (b)(64) rep who was present during the case. Per that rep, he did tell the doctor that this was off label use.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 60mm series 1 cup -d1245-60. Other devices also listed in this report: unknown liner and 32mm std v40 taper vit head cat # 6260-5-132, lot # 6435501. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the doctor removed a 60mm series I cup and replaced it with a s & n cup, liner, & head. The doctor used a smith & nephew 12 x 14 modular sleeve over a stryker stem to use the s & n head. This information was reported to the stryker sales rep by the smith & nephew rep who was present during the case. Per that rep, he did tell the doctor that this was off label use.